Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
Additional information: b5.

Event description:
The angiogram was performed, and it was determined that there was a subtotal obstruction at the implant site without thrombus and with a small vessel downstream that was still patent.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.